Manufacturer narrative:
The returned device matched the report and the nail breakage was confirmed. Failures in material or manufacturing of the affected nail returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail returned. The affected item reported was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. Evaluation revealed that the present nail breakage is not linked to a deficiency of the device, but is rather considered patient related contributed by an intra-operative damage of the nail by a deviated lag screw step drill, which most likely had created the starting point of the fracture (notching effect). The reported non-union of the fracture site and the resulting prolonged axial overload had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole, followed by the fatigue fracture after implantation duration of 9 months. No non-conformity was identified.

Event description:
It was reported by the hospital via the (B)(4), patient was treated with a intramedullary nail for a fracture of the femur. Patient had a new fracture on the femur which was consolidating. Impossible bearing. The nail was fractured and fragments of the nail were left in the patient. Patient was revised.

Event description:
It was reported by the hospital via the (B)(6), patient was treated with a intramedullary nail for a fracture of the femur. Patient had a new fracture on the femur which was consolidating. Impossible bearing. The nail was fractured and fragments of the nail were left in the patient. Patient was revised.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.